Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that she was hospitalized for low blood glucose. The blood glucose reading at the time of admittance was 17 mg/dl. Customer stated that she was losing consciousness and passing out prior to hospitalization. No further info was provided.